Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that this device delivered multiple shocks and they reported rapid heart rhythms, which were suspected to be caused due to the patient suffering from an atrial fibrillation with rapid ventricular response. Technical services referred the patient to their following physician for further review. No additional adverse patient effects were reported.